Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the electrode plate type is unknown. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6), (B)(6) 2021. Parent (B)(6) has been re-identified as a duplicate of (B)(6),which has been processed accordingly. Please refer to (B)(6) for the full investigation of this issue by referencing mdn below: (B)(4).(B)(6).